Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction/dissection).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the left main during stent implantation a distal dissection acx occurred. The patient also suffered a myocardial infarction (mi) the same day as index procedure. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.